Event description:
The customer called to report that the insulin pump did not deliver the bolus amount that he programmed. Reviewed the bolus history and found that the bolus estimate was 15.0 units, but only 1.9 units were delivered. There were no alarms causing the bolus to stop. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus anomaly was noted.